Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent revision surgery to replace the lead due to out of range (oor) failure. The lead was removed and a new lead was implanted without any complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml# (B)(4). Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The lead assembly was returned for analysis. Functional testing confirmed out-of-range on all electrodes. Visual inspection observed a rounded, fractured coil across all coils. Fractured coils were also observed at the kinked electrode end. The analysis confirmed that fractures in the lead conductor caused the out-of-range/high-impedance. The patient was reported to be slim and middle-aged.

Event description:
It was reported that the patient underwent revision surgery to replace the lead due to out of range (oor) failure. The lead was removed and a new lead was implanted without any complications. There was no report of patient harm or injury.